Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a "replace sensor" message with the adc device on (B)(6), and the customer was therefore unable to obtain sensor readings. The customer developed symptoms of headache, sweating, loss of balance, blurred vision, and fatigue. The customer was taken to emergency room and treated with "lemon-sugar" drink by healthcare professional for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial no) has been updated to unk as the previously submitted information was deemed invalid upon extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensor and there were no adverse trends that indicate any product-related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a "replace sensor" message with the adc device on 28 jun, and the customer was therefore unable to obtain sensor readings. The customer developed symptoms of headache, sweating, loss of balance, blurred vision, and fatigue. The customer was taken to emergency room and treated with "lemon-sugar" drink by healthcare professional for hypoglycemia. There was no report of death or permanent injury associated with this event.